Manufacturer narrative:
Correction: b3 - date of event: updated from 2/3/2025 to 1/31/2025 b6 - relevant test/laboratory data: updated date of femoral angiogram updated from 2/3/2025 to 1/31/2025.

Event description:
Subsequent to the initial report, additional information was received which indicated that the date of the event was 01/31/2025. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after an interventional procedure for ventricular extrasystoles (ves) using a small-bore sheath (</=8f). Reportedly, a suture break occurred when removing the needle plunger after deployment. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.